Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient requested an ipg replacement due to reported increased recharge frequency. Surgical intervention may be necessary to resolve the issue.